Event description:
Information was received indicating that this smiths medical cadd solis vip exhibited ?bubble on downstream occlusion sensor". No adverse effects reported.

Manufacturer narrative:
B5: additional information received via email on (B)(6) 2021: identified the issue during preventive maintenance checks, it was not in use with a patient at that moment. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing and the dso (downstream occlusion sensor) seal had a bubble. The customer stated problem was duplicated, dso seal was bubbled so it was replaced. The root cause could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.